Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was unknown. The customer was unable to push air into vial of insulin with her reservoir. The customer tried with a different reservoir and had the same issue. The customer stated that the insulin vial had air bubbles visible. The customer was notified to use the reservoir blue transfer guards to allow the vial of insulin to release the pressure properly. The customer was able to fill the vial. The customer will return the two reservoirs for analysis.

Manufacturer narrative:
A complete analysis and testing of three opened and used reservoirs showed that two of the three reservoirs functioning properly and passed all functional testing. However, the remaining reservoir failed per inspection found the transfer guard needle occluded.